Event description:
It was reported that an intraocular lens was explanted after it became ''tilted'' (dislocated) in the eye. A regular size incision was made, the lens cut in two for the removal. During the same procedure a second iol was implanted in the sulcus. No patient injury was reported.

Manufacturer narrative:
(B)(4). The iol was returned to the manufacturer. Visual inspection showed a lens where the optic was cut in half; no optical deviations on the optic parts could be found. The iol passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. Batch records were reviewed, no deviations were noted and the lens was within specification when released to market. All pertinent information available has been submitted.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.